Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jun2020.

Event description:
The customer reported a ventilator with no patient disconnect alarm. There was no on-site evaluation by the manufacturer - this event was resolved in-house by the customer. This event was reported to have occurred during clinical use. The customer's biomed reported that upon review of the circuit set-up for this device, the disconnect was between the "fischer pykel" filter and the mask, and was causing additional resistance to the flow. It was concluded by the customer that this additional pressure was the likely cause of the patient disconnect alarm. The customer further stated that they have a different configuration circuit to utilize.

Manufacturer narrative:
G4: 24sep2020. B4: 24sep2020. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with an admitting diagnosis of coronavirus (covid-19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on an unknown date, the patient was receiving bi-level positive airway pressure (bipap) therapy via the v60 device, the patient circuit became disconnected, the ventilator did not generate any audible or visual alarms, the patient experienced an event of decreased peripheral capillary oxygen saturation (spo2) to 74% and an event of hypertension with a systolic pressure of 300 millimeters of mercury (mmhg), hospital staff then placed the patient on another ventilator without further issues; device brand, model and configuration not reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.